Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen appeared blue. A technical support specialist (tss) reconfigured the station¿s path, dependencies, shortcuts, and permissions. The tss deleted the application (app) data from the registry, removed the app data folder, and rebooted the system. After the reboot, the tss logged in using the username 'carefusion admin' (without domain) and secured the station password. The system was rebooted again, and the station launched properly. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, after a complete maintenance reboot or software update, the screen appeared blue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.